Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the device is not getting the right volume. There was no reported patient involvement.

Manufacturer narrative:
D3 - mfg establishment name and address: corrected. H3 and h6 codes - updated. The suspected device was returned for evaluation. No discrepancies related to the complaint were found during visual inspection. During functional testing, the customer reported complaint was not confirmed. The probable cause of customer complaint is unknown. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The device passed all functional tests.